Event description:
Patient reported right side "developed inflammation and redness immediately after implantation" and "concerned about symptoms." Healthcare professional additionally reported right side "rupture." Patient additionally reported "extreme fatigue and dryness"' this event is not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, opening, red particles. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were "developed inflammation and redness immediately," after implantation, "concerned about symptoms," and "extreme fatigue and dryness."

Event description:
Patient reported right side "developed inflammation and redness immediately after implantation" and "concerned about symptoms." Healthcare professional additionally reported right side "rupture." Patient additionally reported "extreme fatigue and dryness"' this event is not related to the device. Device has been explanted.